Manufacturer narrative:
The following fields have been updated due to additional information: b.5. Describe event or problem: it was reported that 2 7-day ll vlv adpt(stand alone) leaked during use. The following information was provided by the initial reporter: we use the smartsite drip free valve to fill syringes using a baxter repeater pump. In order to do this we have a fluid transfer set with has the source 1 litre bottle attached to the spike end, then at the luer end we attach a two way fluid connector then a smartsite drip free valve which we luer connect the syringes on to. (The addition of the smartsite drip free valve was made a couple of months ago). During a session where we filled 59 syringes we encountered flooding of an area of the valve where we would not expect fluid. As a result when we were leuring onto the valve we would get ¿squirts¿ of fluid and when we were disconnecting. No leaking was noted when the syringe was completely removed. D.4. Medical device catalog #: 2000e7d, d.4. Medical device expiration date: 11/30/2022, d.4. Unique identifier (UDI) #: (B)(4), d.10. Device available for eval?: yes, d.10. Returned to manufacturer on: 11/16/2020, g.5. PMA / 510(k) #: na, h.4. Device manufacture date: 5/22/2020. H.6. Investigation: six smartsite samples were received for investigation; five in sealed packaging from amd (ref. Sing005, lot 217074) and one without packaging. Additionally a baxter gravity set (ref. H93811, lot 60216418) and five double female luer adapters (ref. Z05a02c, lot 215780) were received to assist the investigation (appendix 1). The affected lot number of the 2000e7d was not provided, however the laser ID from the smartsite samples confirmed a number of possible lots. A visual inspection of the smartsite sample received without packaging identified the presence of some fluid inside the smartsite housing. The sample was subjected to pressure testing, however no leakage was observed into the housing of the smartsite or from the smartsite upon disconnection. One of the smartsites in sealed packaging was then subjected to pressure testing, again no leakage was observed into the housing or from the smartsite upon disconnection and the customer's experience could not be replicated. In an attempt to replicate the customer's experience, the samples were then connected as per the reported clinical use; however again no external or internal leakage was observed from the smartsite. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A definitive root cause for the customer's experience could not be determined. A review of the production records for all the possible lots did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that 2 7-day ll vlv adpt(stand alone) leaked during use. The following information was provided by the initial reporter: we use the smartsite drip free valve to fill syringes using a baxter repeater pump. In order to do this we have a fluid transfer set with has the source 1 litre bottle attached to the spike end, then at the luer end we attach a two way fluid connector then a smartsite drip free valve which we luer connect the syringes on to. (The addition of the smartsite drip free valve was made a couple of months ago). During a session where we filled 59 syringes we encountered flooding of an area of the valve where we would not expect fluid. As a result when we were leuring onto the valve we would get ¿squirts¿ of fluid and when we were disconnecting. No leaking was noted when the syringe was completely removed.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 unspecified bd smartsite¿ drip free valves leaked during use. The following information was provided by the initial reporter: we use the smartsite drip free valve to fill syringes using a baxter repeater pump. In order to do this we have a fluid transfer set with has the source 1 litre bottle attached to the spike end, then at the luer end we attach a two way fluid connector then a smartsite drip free valve which we luer connect the syringes on to. (The addition of the smartsite drip free valve was made a couple of months ago). During a session where we filled 59 syringes we encountered flooding of an area of the valve where we would not expect fluid. As a result when we were leuring onto the valve we would get ¿squirts¿ of fluid and when we were disconnecting. No leaking was noted when the syringe was completely removed.